Manufacturer narrative:
Results:the jet7 had multiple kinks approximately 117.0 cm to 127.0 cm from the hub.conclusions:evaluation of the returned jet7 revealed multiple kinks on its distal shaft. This damage was likely the reported distal tip stretch. If the stent retriever is retracted through the jet7, resistance may be encountered and damage such as catheter kinks may occur. During functional testing, the jet7 was able to advance through a demonstration neuron max without an issue. A test mandrel was unable to advance through the jet7 due to the kink. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the right internal carotid artery (ica) and right cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), velocity delivery microcatheter (velocity), neuron max 6f 088 long sheath (neuron max), and stent retriever. During the procedure, the physician completed the first pass using the jet7 and velocity with aspiration. The physician then advanced the jet7 over the velocity to the face of the clot and deployed a stent retriever to perform a solumbra technique for another pass. Subsequently, the jet7 and the stent retriever were removed as a unit through the neuron max, the physician then attempted to remove the stent retriever out from the distal end of the jet7 on the back table; however, resistance was encountered and the distal tip of the jet7 had stretched. The physician completed the procedure using a new jet7 with the same velocity, neuron max and stent retriever resulting in thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.